Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that there was a loss of aspiration. An angiojet® zelante dvt¿ catheter was used for a thrombectomy procedure. The catheter was leaking around the pump. The catheter worked initially and then had an error code of "to change the zelante catheter". The procedure was completed with another of the same device. There were no patient complications reported and the patient status was fine.